Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 07/17/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on anterior , crease fold , wear abrasion. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify crease sharp opening on anterior . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease sharp opening on anterior assessed to a fold flaw opening.

Event description:
Health professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported, the device has been explanted.